Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative course. Attempts have been made to obtain additional information, however nothing additional has been provided at this time. A photo of the explanted mesh was provided in the article however, the image was not clear. A review of the photo did not assist in determining a root cause for the patient experiencing a late mesh infection and fistula, nor did the photo assist in determining why the mesh was found to be ¿turned over.¿ should additional information be provided, a supplemental MDR will be submitted. The warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." And "to ensure strong repair, the prosthesis should be secured with tack or sutures through the polypropylene mesh structure. Suturing or tacking on the sealed edge of mesh alone is not recommended." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported per journal of japan surgical association, vol.78, no.5, page 1127-1133 (2017.05.25): in (B)(6) 2005 the patient was implanted with a bard composix kugel hernia patch. Per the article, in (B)(6) 2013 a subcutaneous abscess was formed. Surgery was not performed per patient's request at that time. The patient underwent puncture drainage and medication when infection recurred. In (B)(6) 2016, the amount of drainage increased and the patient was inspected. The patient agreed to undergo surgery and was hospitalized. Per fistulogram inspection, an enterocutaneous fistula was found. During the surgery, the doctor found that the mesh was turned over and a small bowel fistula had formed. The mesh and the fistula were removed and the abdominal wall was reconstructed using a component separation technique. The patient was discharged 45 days after surgery. No recurrence or complication was reported in the article following the revision procedure.